Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The device associated to the complaint was returned for analysis. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A complaint database search finds no other reported incidents against the provided product and lot combination. Based on the information received and the investigation performed, the root cause of the incident is attributed to product wear. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The surgeon reported that the delta xtend reamers supplied by depuy were worn and did not cut properly through the bone. The surgeon used a notched curette to complete the surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.